Event description:
The pt is reportedly experiencing episodes of intermittencies, followed by a loss of lock. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. Surgery to explant the pt's device will be scheduled.